Event description:
Device malfunction: none. Symptoms/ae: massive intracranial hemorrhage/death. Time of symptoms/ae: after the procedure. It was reported that in the evening after an uneventful stenting procedure in the right internal carotid artery with an xact stent, the pt experienced a massive intracranial hemorrhage. Two days post procedure, the pt was given a "do not resuscitate" status, taken off of life support and expired. Though requested, additional info was not provided.

Manufacturer narrative:
Evaluation summary: the stent delivery sys was not returned. It was reported that the pt experienced massive intracranial hemorrhage after the procedure. Two days post procedure, the patient was taken off of life support and expired. Hemorrhage and death may occur during this type of procedure and are listed in the instructions for use as known potential adverse effects associated with the use of the device. The reported hospitalization was in response to the observed pt effects. There was no device malfunction reported. Information available in the case description is not sufficient to determine relation between the event and the abbott vascular product deficiency. A conclusive cause for the reported pt effects and the relationship to the product, if any, cannot be determined. The lot number was not identified; therefore, a lot history record review could not be performed.